Manufacturer narrative:
During investigation it was determined that the frayed wires were on the power supply and not the power extension cable of the patient electronic system (pes) as reported. Therefore, the product in this report is being changed to the power supply. The serial number, UDI, and manufacturing date provided in the previous report were for the pes. This information is unknown for the power supply and is unable to be obtained. Manufacturer's investigation conclusion: one cardiomems patient electronic system and one i3 accessories set were received for evaluation. Visual inspection verified physical damage to power supply in the form of frayed wires. A known working test power supply was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with the returned power extension cable with the test power supply connected directly to it. The unit passed diagnostic testing. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. The reported event of frayed wires was confirmed. The unit was determined to have a power malfunction due to damage to the power supply.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.